Event description:
The manufacturer received a call from a patient alleging their doctor asked them to call philips to get a modem for their replacement device. The patient states because they put in for replacement in 2021, they should have gotten a modem. Patient states they believe philips dragged their feet in order to not provide them with a modem. They were informed that they will have to get a modem from their durable medical equipment (dme) company. It is the dme responsibility to order a 4g modem. Patient was unhappy, stating that they registered for the recall in 2021 and should have received a modem as the recalled device had one. The patient was advised that even if they would have received the device from the manufacturer in the summer of 2021 when they registered, they would have received a 3g modem that will not work now as of the 3g cut off on (B)(6) 2022. As such the dme's were notified of and should provide a replacement modem, not the manufacturer. The patient expressed concern that two years after they began to use a philips device they were diagnosed with lymphoma, and something began to grow in their neck (not a direct quote). Due to the lymphoma, they are concerned about using the replacement device. The patient was educated as to how the replacement devices were treated and the air pathway and the blower are changed. The patient was advised to speak with the doctor in regard of the medical concerns.the device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on aug 31, 2022 and section h11 should be reported as: the manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam. The patient has alleged to seeing black particles in the hose and mask. There was no report of patient harm or injury. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service centre, the device was visually inspected and found no evidence of foam degradation. The device's downloaded logs were reviewed by the third-party service centre. There was no error codes found. The manufacturer concludes that they could not confirm the customer's allegation and there was no visible foam degradation and the unit got corrected. Sections d8, d9, h2, h3, and h6 has been updated in this report.